Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer thinks he slept on the device. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.